Event description:
In 2009, the patient reported her blood glucose levels have been elevated over the past 3 months. She stated that last night she did not eat anything after 5:30pm and at 10:30pm, she had a blood glucose of 265 mg/dl. She bolused 8 units of insulin and this morning her blood glucose was 152 mg/dl with her target range between 79-100 mg/dl. To troubleshoot, the patient confirmed the time and basal rates on her insulin infusion device are accurate. She changes her infusion headset twice a week and her tubing once per week. The patient was advised to change her headset every 3 days and the tubing every 6 days. She stated she has scar tissue which she tries to avoid. She normally uses her abdomen for her site, but has tried her leg, but her blood glucose continued to be elevated. She stated her stress levels are "terrific: but has had no other lifestyle changes. Troubleshooting did not find any product issues. The patient was advised to switch to her backup device to see if her levels continued to be elevated. On follow up with the patient's husband the following month, he stated the patient could not find her backup device and has remained on her primary device. He said that the day prior at 6pm, her blood glucose reading was "500 and some" mg/dl which she treated by bolusing 31 units throughout the day via her infusion device and then another 20 units of insulin by injection. Symptoms were headache and thirst. She awoke this morning with a reading of 73 mg/dl. He stated she has not consulted with a physician about her readings and was advised to have the patient do so. On further follow up with the patient a week later, she stated her "numbers are still up and down" but that for the past 2-3 days, "they've been fairly decent." She stated she has not been able to locate her backup device. Additional training was offered to the patient but she declined. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.